Event description:
Boston scientific received information that patient with this implantable cardioverter defibrillator (ICD) received inappropriate shock therapies and pacing lead impedance trend went up to greater than 2,000 ohms. Subsequently, lead fracture was observed on this right ventricular (rv) lead but was not confirmed on x-ray nor fluoroscopy. The device was programmed to tachy therapy off and patient was under a life vest while planning on how to intervene. Therapies were not exhausted and per additional information obtained, the patient was being discharged with a life vest. The system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, right ventricular pacing, and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Additional information was received that the device was explanted at an unknown time and returned from an unspecified source. The status of the rv lead remains unknown. No additional adverse patient effects were reported.